Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that this event occurred in the internal medicine department after insertion into the pt. Insertion site unk. The physician stated that occlusion of the lumen was noted during application off medication. Further info was not available for this particular event.